Manufacturer narrative:
Results evaluation codes (other): the event sample has been forwarded to galemed corp (supplier) for their investigation. Upon receipt of the investigation results a follow-up report will be submitted.